Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that shortly after implant, the ins started moving around/twisting which made it difficult to recharge. The patient initially discussed fixing it with the hcp, but they decided not to perform a revision because the therapy was working, and even though it was difficult she was still able to recharge. However, 6 months later/6 months ago the patient noticed the therapy wasn't working well and she wasn't getting any relief. The lack of relief and the difficulty recharging caused the patient to stop charging the ins. The last recharge was 3-4 months ago. The patient was unable to communicate with the ins with external devices. A reposition antenna screen was seen on the recharger. No further complications were reported.